Event description:
Potential for injury associated with an rps350-1 patient lift that shakes when going up/down. This issue could cause the lift to be unstable and the user could be dropped during transport.